Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 36cm from the catheter tip. The midshaft was kinked from 26.5-29.1cm from the tip. The guidewire port was stretched which is typical of excessive guidewire manipulation during the procedure. The stent was detached from the balloon however crimp evidence was present. The stent was not returned. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. The 90% stenosed de novo, eccentric, 26mm x 2.5mm target lesion contained >45 but <90 degrees and was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilation, a 2.25x28mm promus element stent delivery system was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent and shaft was detached/ separated.